Manufacturer narrative:
The cause of the reported issue was isolated to the lid assembly. Stryker replaced the device's lid and battery to resolve the reported issue. The device passed functional and performance testing and was returned to service with the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, a third party service agent observed the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, a third party service agent observed the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed the magnet was missing from the lid. The repair of the device has not yet been completed. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.